Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had cord compression which caused occasional paralysis in the lower extremities that started in (B)(6) 2016 with the last episode occurring in (B)(6) 2016. The scs system was explanted due to the issue.